Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified saline solution that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified saline before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 6mm proximal to the proximal end of the distal marker band. The hypotube was kinked at several locations along its length. The shaft polymer extrusion was also kinked 100mm proximal of the port bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was removed from the patient's body and the procedure was completed with a flextome3.0-10mm. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/3.50 flextome" cutting balloon" was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was removed from the patient's body and the procedure was completed with a flextome3.0-10mm. No patient complications were reported and the patient's status was good.